Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving compounded baclofen (898.5 mcg/day at 1500 mcg/ml), dilaudid (1.1981 mg/day at 2 mg/ml), and bupivacaine (9.584 mg/day at 16 mg/ml) via an implantable infusion pump. The indication for use was not known. It was reported that the patient's symptoms of low back pain returned. Despite using the pump with poly therapy drugs, the patient's low back pain was getting worse. During the procedure, the hcp was unable to aspirate the catheter. A catheter dye study was done. Die was pushed through the catheter, and the dye was witnessed coming out of the tip. The hcp requested that the pump was investigated to make sure that it was operating properly and to rule out any issues with the therapy coming from the pump. During the replacement, a section of the catheter was found to be damaged. The hcp also wanted the damaged catheter section inspected to provide some answers as to why it was damaged. The observed damaged section of the catheter was removed and spinal section of the catheter was replaced. The pump was replaced. There were no environmental l/external/patient factors reported that may have led or contributed to the issue. There were no additional diagnostics/troubleshooting performed. It was unknown if the issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
The pump and catheter were returned, and analysis of the pump found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Analysis of the catheter found that the catheter was incomplete and was returned in segments. The main component of the system and other applicable components are: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.